Event description:
The event is reported as: the circuit would not pass est test on the avea ventilator. Complaint alleges that a pt in picu was being transitioned from oscillator to an avea ventilator. The therapist used a 780-24 (pediatric dual limb circuit) and the circuit would not pass the est test. Five attempts (circuits) failed the test. The therapist used a hudson adult circuit, catalog# 780-35, which worked fine. The complaint also states that the pt's condition was deteriorating prior to the attempts to change out the circuit. The pt was being "bagged" during the entire time the circuits were being replaced. During the time of getting the circuit to pass the est test, the pt coded and survived. The pt died several days after the event.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. MDR numbers (below) represents the five circuits reported in the complaint: #3004365956-2011-00537, 00538, 00539, 00540, 00541. A f/u report will be sent when completion of investigation.